Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 had been failing intermittently during inventory. All connections were checked, cables were re-seated, contacts were cleaned, and corrective grease was applied but the failure persisted. A field service engineer (fse) replaced the latch, checked all lights, reconnected all cables, and cleaned the debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door 2 had failed multiple times. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.